Manufacturer narrative:
Device evaluation: g3, g6, h2, h6 and h10. Results of investigation: the suspect device was not returned for investigation. According to the customer, o2 gas path test failed. Log file analysis and screen shots of service screen have been reviewed. The root cause was determined to be due to a leaking o2 safety valve. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. According to the customer, o2 gas path test failed. O2 safety valve is defective and a leak of over 80 lpm is visible. Advised the customer to order a new safety valve in order to fix the unit. Safety valve was then replaced and error 389 is gone. But the unit is still alarming 400. Asked the customer for new set of log files. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that during quick check of bellavista 1000 while the product was on a patient, the unit alarmed tf 389 - no o2 dosing possible, and after performing o2 gas path test and restart of device, it also alarmed tf 401 - inspiration valve or device leaky. Alternative ventilation was provided to the patient and the customer confirmed that there was no patient harm reported associated with the reported event.